Event description:
Customer reports to have broken belt clip. Customer's blood glucose was 430 mg/dl. Customer states high blood glucose was caused by a broken ankle and declined troubleshooting. Customer was advised that belt clip would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.